Manufacturer narrative:
Qn#(B)(4). Quantity of 47 devices were found during incoming inspection. The device history review for the product visistat 35w 6/box lot# 73d2200545 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the package was found broken during inspection. Involved 47 pcs. All devices have a sterility breach.

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73d2200545 was manufactured on 04/19/2022 a total of (B)(4) pieces. Lot was released on 05/11/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the package was found broken during inspection. Involved 47 pcs. All devices have a sterility breach.